Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became nonresponsive on the slide-to-unlock screen, and multiple restarts through the app did not resolve the issue, consistent with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.